Manufacturer narrative:
Zoll medical corporation has not rec'd the product and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power on. Complainant indicated that there was no pt involvement in the reported malfunction.